Event description:
A user facility report was filed by the customer; however, it has not been received/made available as of 09/12/2014. The customer reported that during a routine surgical cut-down procedure, the color flow mode was not operating properly and the clinician performed a surgical cut-down on the patient. According to the customer, the alleged device failure resulted in an increased duration of the procedure. The delay in patient care was considered negligible and resulted only in patient discomfort. No serious injury occurred.

Manufacturer narrative:
On (B)(4) 2014 (9:49am pst), a sonosite sr. Clinical specialist informed the fujifilm sonosite regulatory department of a visit to the user facility. On (B)(4) 2014 sonosite sr. Clinical specialist and a sonosite representative, visited the user facility and conducted a preliminary evaluation of the m-turbo ultrasound system. The m-turbo ultrasound system was evaluated utilizing various probes. The color mode was found to be operating as intended. The m-turbo ultrasound system, ttc, and associate transducers were evaluated by a registered clinician on (B)(6) 2014. All the support exam types were tested in color, cpd, and pw doppler. No color/cpd, pw artifacts were found and all modes functioned properly. The system performed and operated as expected and was found to be clinically acceptable. A service engineer rigorously investigated the m-turbo ultrasound system on 09/10/2014. The reported failure with dopler/color functionality was not confirmed. The m-turbo ultrasound system passed both functional acceptance tests and safety tests.